Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative in regard to a patient receiving fentanyl. The indication for use (IFU) was listed as spinal pain. The patient was at a pump refill on (B)(6) 2015 and the pump was alarming. The nurse read the logs, which showed a motor stall occurred on (B)(6) 2015 with a recovery a few hours later on (B)(6) 2015. Then showed a motor stall occurred (B)(6) 2015 with no recovery. It was unknown what led to the event. The physician was planning on replacement, but the replacement had not yet been scheduled. The issue was not resolved at the time of report. The patient's status was alive - no injury. What symptoms, if any, the patient experienced, and cause of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
\Analysis of the pump revealed corrosion and/or wear and/or lubrication of the gear train. In addition, a stall due to shaft-bearing was seen. Conclusion code no longer applies.

Event description:
Additional information was received from a manufacturer representative. The pump had been explanted.

Manufacturer narrative:
Conclusion code no longer applies.